Event description:
A site reported that hospital staff did not notice that a pt being monitored on a dash 5000 and cic expired. A ge field engineer performed an on site evaluation and confirmed that no malfunction of the device could be detected during testing. All simulated events were detected and correctly alarmed at the bedside monitor and the cic. An initial log review completed by the manufacturing site indicates that multiple alarms were provided by the system. The cic logs indicate that the dash monitor was not being viewed at the cic. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.